Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during a cardiovascular procedure, using a micropuncture transitionless stiffened cannula access set, the micropuncture wire began to unravel as they were switching wires out at the beginning of the procedure. A wire fragment came free and stuck in the patient's subcutaneous tissue as verified by ultrasound and x-ray. Additional information was requested about the patient status and details of the procedure that was done when the wire broke off into the patient. At his time no information has been provided. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.